Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 200 mg/dl at the time of the call. The customer's mother stated that they could not complete the set change because of the no delivery alarm while they were priming. The mother was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. The mother states the insulin did exit. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The mother was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The insulin pump started working as designed. The mother will send the infusion sets back for analysis. No further assistance needed.